Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, the customer observed drops sooner than expected. Reportedly, the customer believed there may have been fluid already present in the tubing prior to the fill tubing. There was no reported impact to the customer's blood glucose level. Reportedly, insulin delivery was resumed.